Manufacturer narrative:
2000e china 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product: k960280. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ needle-free connector was broken and leaked when pre-flushing it. The following information was provided by the initial reporter, translated from chinese: "open the package and found that the connector is broken... After communicating with the clinical customer, the specific incident was that when the nurse replaced the connector for the patient, he found that there was leakage on the outer wall of the connector when the pre-flushing connector was exhausted. The leakage point was the white end shell and the transparent surgical connection. After finding the problem, discard it and replace it. The connector continues to operate".

Manufacturer narrative:
H6: investigation summary a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22035954. The feedback provided by the customer indicates leakage was detected from a damaged smartsite component; with leakage observed from the female luer adaptor of the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035954 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd smartsite¿ needle-free connector was broken and leaked when pre-flushing it. The following information was provided by the initial reporter, translated from chinese: "open the package and found that the connector is broken... After communicating with the clinical customer, the specific incident was that when the nurse replaced the connector for the patient, he found that there was leakage on the outer wall of the connector when the pre-flushing connector was exhausted. The leakage point was the white end shell and the transparent surgical connection. After finding the problem, discard it and replace it. The connector continues to operate"